Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient, implanted in 2010, was explanted of the device due to an acute suppurative otitis media which could not be treated with medicine. Re-implantation might be considered after 3 months.